Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that transmitter failed error occurred. On (B)(6) 2023, the patient was vomiting blood and lost consciousness. The patient was found unconscious on the floor by his neighbor who called 911. When the paramedics arrived, there was a message on the tandem pump with ¿transmitter expired,¿ although the transmitter has been used less than 2 months by the patient. The paramedic took blood glucose (bg) which was high and took the patient to the emergency department (ed). At the ed the nurse took a bg reading which was over 1200 mg/dl. The treatment provided at the hospital was either humalog, humulin or novolin, the reporter was not sure about the exact treatment provided. The patient recovered and was discharged after 4 days. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.